Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. It was confirmed that the user uses simethicone. Foreign material could not be removed because appropriate reprocessing could not be conducted due to leakage from scope cover and plug unit. However, the reported event is likely due to insufficient reprocessing. User can detect/prevent the suggested event by handling device in accordance with the following IFU. IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope auxiliary channel exhibited white foreign material. There were no reports of patient involvement.